Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and per the physician, the reported slda was due to procedural circumstances. The cause of the reported difficult imaging was unable to be determined. The reported off-label use was associated with the use of a mitraclip device on the tricuspid valve. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5, restricted septal leaflet, tethered septal leaflet, and previously implanted surgical ring on the mitral valve. A mitraclip xtw was inserted and advanced to the tricuspid valve. However, difficulties visualizing the clip occurred. The xtw was deployed on the tricuspid valve. However, after deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, a second mitraclip xtw was implanted, reducing the tr to trace. There was no clinically significant delay in the procedure. The patient was reported to be in recovery.